Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. The procedure treated the 99% stenosed target lesion located in the calcified and moderately tortuous mid left anterior descending artery. A 3.25x8.0mm nc quantum apex balloon was advanced for post dilation of an unspecified stent and inflated to 12 atms on the 1st inflation and the balloon ruptured on the 2nd inflation at 16 atms. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.